Event description:
Consumer reported complaint for high blood glucose test results. Complaint was initially reported by e-mail and customer was contacted via telephone. The customer is concerned with test results from results obtained of 140, 137, 117, 140 and 146 mg/dl. The customer stated the results from the true metrix air meter are higher compared to another device and her cgm. Customer's e-mail stated the true metrix air meter is "dangerously off. It keeps reading 140-160 when my sugars are 117 or lower." Customer's e-mail also expressed risk factor of meter use stating, "I have another monitor I use from my pharmacist because this one of yours almost killed me." The customer¿s expected am fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/31/2026 and open vial date is week. The meter memory was reviewed for previous test result history: result 1: 140 mg/dl date: (B)(6) time: 7:46 pm fasting. Result 2: 137 mg/dl date: (B)(6) time: 7:32 pm fasting. Result 3: 117 mg/dl date: (B)(6) time: 11:00 pm fasting. Result 4: 140 mg/dl date: (B)(6) time: 1:40 pm fasting. Result 5: 146 mg/dl date: (B)(6) time: 6:46 pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: customer contacted manufacturer on 19-aug-2025 - customer requested to speak with management; customer stated she had received the replacement products and "they are not working" (internal report reference number (B)(4). Customer stated she does not want to use the products and declined any further contact from manufacturer.